Manufacturer narrative:
Investigation summary: four reciproc files r25 8/100 25mm 025 were returned (one file in loose + three unused files). The file in loose is not broken, not damaged, and seems unused. Involved files that broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1789763, #1789776, #1789948, #1790688, #1790230 and #1790643). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that reciproc files 6x broke during use. The broken part was not retrieved and was incorporated into the filling. No injury occurred. 1st breakage of 6 file breakages that occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.